Event description:
Pt spontaneously reported that pump (B)(4) was asking for pass-code when she was asked for volume remaining in cartridge. Advised that batteries had died and the internal programming was lost. Pt had to wait for shipment of medication to arrive to restart. Pt sent replacement pump. No other info available. Did the reported product fault occur while in use? Yes. Did the product issue cause or contribute to patient or clinical injury? Unk. Actual device available to be returned - yes. Was device replaced? Yes. Reported to (B)(6) by pt/caregiver.